Event description:
The pt reported that he last used his ipg approximately a month ago, and is currently unable to communicate with the ipg using the charging system and the programmer. The pt does not have stimulation. Surgical intervention took place on (B)(6) 2014 to replace the pt's scs ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.